Event description:
After 1 1/2 hours of iab therapy, blood was noted in the tubing. The line was clamped off and the iab was removed. No further complications or pt injury occurred. The pt is reported in stable condition.